Event description:
It was reported that stent damage occurred. The 2.25mmx28mm, stenosed target lesion was located in the mildly calcified and mildly tortuous first diagonal branch. A 28 x 2.25mm promus premier drug-eluting stent was advanced; however, during the procedure, the stent strut was lifted due to the calcification. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.